Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail standard neck trial would not disengage from the sz 11 broach. The neck worked fine with all other broach sizes. There is 3 minutes surgical delay.